Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 2,000 ohms at the most recent in-office device interrogation. This ICD system remains in service. No adverse patient effects were reported.